Manufacturer narrative:
The failure investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level ranged from the 400-500's (mg/dl). The customer administered manual injections to address bg level and will continue using manual injections as alternate insulin therapy.